Event description:
Valalik, I., szoboda,p. Detachment of the distal contact during removal of the dbs electrode (report of 2 cases). 21st congress of the essfn 17-20 september 2014. Summary/reported events: one patient with bilateral medial thalamic deep brain stimulation (dbs) for tourette syndrome developed delayed skin erosion with subsequent infection. The reporter stated that there had been no surgical complications, postoperative bleeding and during the follow-up, the patient did not undergo MRI, physical therapy or other known electromagnetic influence. It was noted that neither rupture nor short circuit was detected in the dbs hardware. Microbiologically staphylococcus aureus was identified. It was noted that repeated local and systematic antibiotic therapy with surgical debridement and lavaging provided just temporary effect. Due to the recurrent infections and the involvement of the electrode anchor site, it was decided to remove the complete system 25 months after implant. It was noted that neither clinical nor radiological signs of bone involvement, or intracranial infection was present. During the removal surgery, while withdrawing the left electrode, some resistance occurred. On the intraoperative fluoroscopy the detachment of the distal contact could be seen. It was noted that the contact could be withdrawn to the convexital cortical area. Total removal was not forced, as the risk of hemorrhage and infection penetration was much higher than leaving a not infected foreign body in the brain. The reporter stated that the ¿isolation¿ of the removed electrode was fragmented. It was noted that the lead on the other side was freely removed without any complications. Postoperative CT scan showed small hemorrhage near the electrode tract. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication. Concomitant medical products: product ID 3389, lot# unknown, product type: lead; product ID 3389, lot# unknown, product type: lead. (B)(4).